Event description:
The customer reported that the insulin pump had battery out limit, blank display, low battery alarm less than 1 week and excessive no delivery alarms. Customer stated was going to change his battery and infusion sets and upon changing he could not get the display to return and received a battery out limit alarm. Troubleshooting was done. Customer's blood glucose was 236 mg/dl. Customer wiped the contacts and clean and the display returned. There was also a no delivery on the alarm history found and customer stated that was resolved. Advised the customer to monitor the insulin pump and will ship battery cap replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)